Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -13.00 diopter, in the patient's right eye (od) on (B)(6) 2015. The patient experienced refractive surprise and glare/haloes. The lens was exchanged for a lens of the same model but different diopter and the problem was resolved. Patient's post-op uncorrected visual acuity was 20/20. Device evaluation: the lens was returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. Dimensional and functional inspections found the lens to be within specifications. (B)(4). Method: work order search: one similar complaint was reported for units within the same lot. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2 implantable collamer lens, -13.00 diopter in the patient's right eye (od) on (B)(6) 2015 and the patient experienced refractive surprise and glare/haloes. The lens remains implanted in the patients eye.